Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert for high out of range shock impedance measurement, measuring approximately at 128 ohms. Boston scientific technical services reviewed the available latitude data and confirmed the measurement is consistent since implant and suggested increasing the shock impedance limit on the device programming. No adverse patient effects were reported. This rv lead remains in-service.